Event description:
The lead was returned to the manufacturer with no reason for explant. The lead was analyzed and tested out of specification. Follow up determined that the lead was explanted when the patient had a heart transplant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, there was a white substance on the outer overlay tubing, there was a white substance on the tip electrode, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.